Event description:
Customer reported that prior to being used in a case, the drill appeared to be leaking oil. The customer reported no pt involvement as a result of this event.

Manufacturer narrative:
The device was received for evaluation. The repair technician noted excess moisture build up side the handpiece. The reported oil leak may have been due to the corrosion particulate and excess moisture from sterilization. The drill also had a short in it which was most likely due to water or saline being introduced to the handpiece's connector during a procedure or from corrosion particulate.